Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy issue began at approximately 8.00pm on (B)(6) 2016. The patient claimed obtaining blood glucose readings of 96, 157, 136, 43mg/dl with the subject meter. As these readings were taken at intervals greater than 20 minutes, lifescan does not consider this to be a valid comparison. The patient manages her diabetes with insulin (lantus) and oral medication (metformin and glyxambi). It is not known what action, if any, the patient took in regards to her usual diabetes management regimen in response to the alleged meter issue. The patient claimed developing symptoms of sweating, less sleep, weak, couldn't walk, nauseous&#55297;bout 1 hour after the alleged meter issue began. In response to the symptoms, the patient claimed she treated herself with food/drink on (B)(6) 2016 at 8.00 am. During troubleshooting, the csr confirmed that the meter unit of measure was accurate and that samples were taken from the correct sample site. Products were requested back from the patient for evaluation and replacement products sent. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.